Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: replace battery alarms were observed in the pump histories. The voltage was not low at the time of the alarms. There was no evidence of short battery life observed in the pump histories. The pump's electrical current draws were tested and were within specifications. The pump was exercised for 24 hours with no alarms occurring.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.